Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified the issue and found that drawers 3.1 and 3.2 were not on the bus. Fse found the visible damage on both retractor bands. Removed and replaced the drawer 3.1. However, the drawer still did not recover. The controller board was then removed and replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed beyond the system recover storage space capability and it required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.